Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However corroded motor assembly noted during visual inspection. No pump error 3, 13, 18, 37,42 or 43. Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected failed battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specification.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. The customer stated that the customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.